Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition was confirmed. It was determined that the issue related to the loose knob was a design issue, which has been escalated to a CAPA. The issue related to the sticky trigger was due to normal wear. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was sticky, and the knob was loose. It was further observed that the device failed the visual inspection. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check for sticky trigger. It was noted in the service order that the saw blade was loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.